Event description:
It was reported that the pt received a shock when stepping on the wet floor in his bathroom. This initial shock likely caused the power-on-reset (por) which showed a code 0 x 400. The shock was not from the device, but was due to external power/electrical problem in the pt's home. The device was reset on (B)(6)2010 with no programming changes. Nine days later, the pt reported a loss of therapeutic effect with no stimulation sensation. It was confirmed that the stimulation on with the pt programmer. The pt reported no relief for the past with leg and arm pain, as in the past. The pt couldn't feel stimulation. The pt noted that in the past, the pt programmer had shown the stimulation was on, when the clinician programmer showed it was really off. There is no known accident or incident related to the event. On (B)(6)2010, the device was rechecked and no changes were made. Six days after this, the pt reported being unable to adjust stimulation with the pt programmer. The programmer display showed the "call your doctor" icon. No code was available. The pt programmer was used and the pt no longer got the call your doctor screen. The pt noted that he was not getting therapy relief yet. The pt noted that it usually took time before he experienced therapy relief, and he would call back if there were other issues. The pt changed the batteries in the pt programmer. There were no other changes. The pt was doing well. The pt outcome was reported as no injury.

Manufacturer narrative:
(B)(4)